Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of error code revealed red triangle on the screen error 46822. Testing was down to duplicate event, as this revealed battery discharging to fast and isolated to real time clock battery failing. The main board was then replaced. Device then passed all functional testing.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information was received indicating that cadd solis vip pump displayed error 46822 and a red triangle on the screen. There were no adverse events reported.